Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "poor pad contact" message. Complainant indicated there was no patient involvement in the reported malfunction.